Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
I was informed today by the (B)(6) that they have been having irregular readings from the codman icp transducer and icp monitors. They did not inform me as they had assumed it to be user error, however this has now proven not to be the case. A male patient of approx. (B)(6) after suffering from a stroke was taken to theatre and a codman microsensor 636631 was implanted and connected to codman icp monitor on (B)(6). The staff say that they followed the technique guide and the initial readings were as expecting according to the patients illness. However within 24hrs the readings were completely obscure and impossible readings in reality. This continues until (B)(6) when the neurosurgical team decided to explant the current microsenor from the patient (this was disposed of) and implant another one. (Same product code, lot unknown). The same scenario arose again; initially the readings were plausible but within a few hours they readings went completely obscure again. Eg.readings were; minus 200 icp, changing within a few seconds to positive 200, positive 150 etc. Last (B)(6) the surgical team deemed the icp monitoring completely unreliable and again explanted the microsensor and not replacing it. During this entire process numerous icp monitors and cables were used to see if they were the problem however the readings remained the change. Concluding that the implanted microsensors were the problem. Per rep: "initially it was revised on the same patient. The microsensor record and new microsensor implanted. However this continued to be faulty so monitoring was discontinued and microsensor removed."

Manufacturer narrative:
510(k) # for similar product code of 826631: k914479. (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
I was informed today by the neurosurgical team in (B)(6) hospital that they have been having irregular readings from the codman icp transducer and icp monitors. They did not inform me as they had assumed it to be user error, however this has now proven not to be the case. A male patient of approx. 70 years of age after suffering from a stroke was taken to theatre and a codman microsensor (B)(4) was implanted and connected to codman icp monitor on sunday (B)(6). The staff say that they followed the technique guide and the initial readings were as expecting according to the patients illness. However within 24hrs the readings were completely obscure and impossible readings in reality. This continues until tuesday (B)(6) when the neurosurgical team decided to explant the current microsensor from the patient (this was disposed of) and implant another one. (Same product code, lot unknown). The same scenario arose again; initially the readings were plausible but within a few hours they readings went completely obscure again. Eg. Readings were; minus 200 icp, changing within a few seconds to positive 200, positive 150 etc. Last friday (B)(6) the surgical team deemed the icp monitoring completely unreliable and again explanted the microsensor and not replacing it. During this entire process numerous icp monitors and cables were used to see if they were the problem however the readings remained the change. Concluding that the implanted microsensors were the problem. Per rep: "initially it was revised on the same patient. The microsensor record and new microsensor implanted. However this continued to be faulty so monitoring was discontinued and microsensor removed."